Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer failed due to the faulty retractor band. A field service engineer resolved the issue by replacing the retractor band. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es system had drawer failure and it was hard to pull the drawer completely out. The customer stated this malfunction occurred when the user was trying to issue medication to the patient and confirmed that there was no delay or patient harm. There were no adverse events or injuries reported based on this event.